Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
The was a second physician reported with this event , their contact info is as follows: (B)(6).